Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported that she went to the emergency room with a blood glucose of 149 mg/dl, after she was producing ketones. The customer was treated with intravenous insulin and was sent home, following the decline of her blood glucose. The customer stated she tested her insulin pump to see if she was receiving her basal rate insulin and stated she did not see any drops of insulin. The customer was advised the basal rates were minimal and given hourly. The customer performed a fill tubing process and saw drops at the end of the tubing. During troubleshooting, the drive support cap appeared normal, there was no air in the tubing, and insulin exited during a manual prime. No leaks were found. In the alarm history, there was a check settings alarm. The high pressure test was performed and passed. Upon removal of the infusion set, the cannula was not bent. The customer was advised to change the entire set, reservoir and insulin. Nothing further was reported.